Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. No similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, 10.5 diopter, implantable collamer lens would not fold in the cartridge correctly when loading. No patient contact. Back up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received: the reporter stated that when the lens was removed from the vial to load it the lens became stiff within seconds and they couldn't get it in the cartridge. The lens didn't stay moist. The backup lens was used with no issues. Cause of event was unknown. (B)(4)